Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.

Event description:
It was reported that in (B)(6) 2009, the patient presented with his ongoing low back pain and numbness in his left leg. Patient underwent a surgery consisting of lumbar interbody fusion from l4-l5 and an axial lumbar interbody fusion from l5-s1, in which rhbmp-2/acs was implanted at multiple levels of the spine. Post operatively, the patient had extreme pain that left him unable to move and he also lost a measure of his flexibility. He required prescription narcotic medication to subdue the pain. He continues to suffer from sudden bouts of pain in his lower back that still require him to take pain medication. His left leg also continues to suffer from numbness that varies in intensity.